Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 the patient¿s cgm was reading low mg/dl but the patient ¿didn¿t think anything about it¿. The patient was wearing a tandem mobi insulin pump. The following day on (B)(6) 2025, the patient felt sick and slept most of the day. She stated her ¿body hurt¿ to do anything. On (B)(6) 2025, the patient was taken to emergency room (ER) by her father, because the patient felt ¿something was really wrong¿ and her cgm value would not raise above 60-70 mg/dl. She was feeling tired, thirsty, and dehydrated. At the ER, the patient¿s cgm was reading 40 mg/dl, and the bg meter was reading 507 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with thyroxine, insulin, and intravenous fluids in the ER. She stated ¿lots of blood work¿ was done and her cgm was removed as well. The patient was discharged on (B)(6) 2025 when her bg meter reading was 123 mg/dl. No other medical intervention or additional information has been provided. At the time of the report the patient still felt ¿sleepy and sick¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.